Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system power switch was switching off and the system shut down. There was no pt injury or death reported.